Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant back to back inr results with coaguchek xs meter (B)(4). The customer tested by fingerstick on the meter and the result was 4.9 inr. Within 5 minutes the customer tested on the meter again and the result was 2.9 inr. The customer used a different finger for each test. Customer had difficulty obtaining the blood sample for the first test. The customer has a therapeutic range of 2.5-3.5 inr. The customer takes 3mg of warfarin everyday except wednesday and sunday. On wednesday and sunday the customer takes 4.5 mg of warfarin. Customer has no hematocrit issues, no antiphospholipid antibodies, no diet changes, no health changes, no medication changes and no other blood thinners. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product has been sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.